Event description:
Same event as MFR report #: 2134265-2008-00634. It was reported that during pci procedure, two balloon ruptures occurred. The patient presented with angia pectoris increasing in frequency, severity and duration. The 80% stenotic lesion was located in the tortuous obtuse marginal brach (om). A 6 french sheath was placed in the right femoral artery. A guide catheter was advanced and engaged in the ostium of the left main (lm) coronary artery. A guide wire was positioned in the distal segments of the om. A non-bsc stent was advanced; however, they were unable to advance due to the calcified and angulated lesion. The stent was removed over the wire. A buddy wire was positioned in the distal segments of the om branch. The stent was reintroduced over the guide wire; however, it was still unable to cross the lesion. The 2.0mm x 15mm maverick2 monorail balloon was advanced to dilate the lesion; however, the balloon ruptured on the first inflation at low atmospheres. A 2.0mm x 12mm maverick2 monorail balloon was advanced across the lesion; however, this balloon also ruptured on the first inflation at low atmospheres. Both balloon catheters were removed in toto. A 2.5mm x 48mm quantum maverick balloon catheter was advanced over the guide wire and positioned across the lesion. Several inflations throughout the lesion were performed to a maximum of 12 atms. The 2.5mm x 48mm quantum maverick balloon catheter was removed over the wire and the stent was reintroduced and successfully deployed. The stent was post dilated and the residual restenosis was reported at 0%. The procedure was successfully completed. No patient complications were reported. Patient status is reported as "stable".